Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of the driver was found fractured in the kit during the procedure. The alternate driver in the kit was used to complete the case without reported patient impacts.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The complaint is confirmed for one returned polaris 5.5 screwdriver for the failure of tip being fractured. Medical records were not provided for review. Per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. The cause of the damage cannot be determined at this time since there is no information available regarding how the screwdriver was being used or handled at the time of the damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.